Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a damaged. The customer¿s blood glucose level unknown. The customer also stated that the reservoir was able to lock in place but it found kind of and the customer keeps tape over it. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had cracked lcd window, cracked case at display window corners. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.